Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was break and fractured while in the body. The customer¿s blood glucose was unknown. The customer did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for the analysis.